Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on bus. A field service engineer powered off the pyxis and reseated all cables. The screws on the latch sensor mount were tightened, as the mount was loose. Ran hta successfully, and the customer tested drawer 4.2. A faulty cubie was identified; the customer released the pocket and replaced it with a new one. The drawer now works perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawers were not detected on bus. The customer powered off the station and left it off for 2-3 minutes; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.